Manufacturer narrative:
During evaluation, the reported issues were confirmed: error e315 occurred, likely due to foreign material at the contacts. The reported leakage was confirmed from a perforation at the instrument channel. In addition, the device was found to have a defective switch button 1. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported that during maintenance of the evis lucera elite bronchovideoscope, a leak was observed in the instrument channel, and error code e315 (non-compatible endoscope) occurred. There was no report of patient harm as there was no procedure involved. This report is being submitted for the malfunction, error code e315.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" was corrected due to incorrect country code. Also the e3, g2 and h6 "medical device problem code" fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, water invaded the scope connector during user handling causing the electrical components to be corroded resulting in the e315 error message. The event can be detected by handling the device in accordance with the following section of the instructions for use: "inspection of the endoscopic image." The event can be prevented by handling the device in accordance with the following section of the instructions for use: ·do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ·precautions for disappeared or frozen endoscopic image- before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.